Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was returned for evaluation: review of the history device records for the valve, product code 82-3101 with lot 3431722, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the test for programming, occlusion, leaks, reflux and pressure. The catheters were irrigated no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter and the valve mechanism, but no functional issues were noted during the investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a suspected occlusion of a hakim valve: the valve was implanted via v-p shunt on (B)(6) 2007. On an unknown date; hydrocephalus symptoms appeared and occlusion was suspected. On (B)(6) 2020, the valve was replaced with a new one. No further information is available.